Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor recorded an inappropriate collection of atrial fibrillation (a-fib) episodes. Further investigation noted the a-fib episodes were not real, and the device was inaccurately reporting a-fib. Programming changes were made. The patient was stable and would be monitored.